Manufacturer narrative:
(B)(6). Patient country: united states.

Event description:
Reference number (B)(4). Event occurred in the united states. On (B)(6) 2023, it was reported that the patient experienced severe hyperglycemia. The patient had nausea and elevated ketone levels and blood glucose levels was 328 mg/dl, therefore patient was hospitalized and received IV regular insulin. No further information available.